Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was not delivering insulin for 5 hours. Customer's blood glucose was unknown. Unable to troubleshoot due to the device not being present during time of call. Customer was advised to call back when the device was present. Customer will not be returning the device for analysis.